Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were attempted, but not implanted due to a product performance issue. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were unsuccessful in converting the patient with a 65 joule shock during defibrillation threshold (dft) testing at implant. Shock impedance measurements of 61 ohms were observed. The implant position of the electrode was noted to be too superior, however, the patient was noted to have a very inferior heart and it was not an option to lower the electrode an more inferior. The physician chose to remove the s-ICD and electrode and implant a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.